Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: serious injury - life threatening; required medical intervention. Reporting rationale: thrombosis- required medical intervention which was unsuccessful; patient remains on intra-aortic balloon pump. Device issue: none. It was reported that angioplasty was performed and a vision 3.0 x 18 stent was successfully placed in the right coronary artery (rca) in 2007. Following the procedure, zero percent residual stenosis was noted. On three days later, the patient who had previous stenting to the rca; due to a gi bleed, anticoagulation and antiplatelet drugs were mortified. The patient now had acute inferior wall myocardial infarction consistent with acute thrombosis. This patient had marked st elevation in the inferior leads will subsequent complete heart block, followed by ventricular fibrillation and tachycardia resulting in cardiopulmonary arrest. This was an invasive rescue of the patient. The patient was intubated and the patient was just coming out from the cardiopulmonary arrest. The patient was then brought down to the cath lab. Upon arrival to the cath lab the patient went into ventricular fibrillation and ac countershock was then delivered and the patient came back into sinus bradycardia. However, multiple recurrences occurred and required continuous shocking. Selective left and right coronary angiography was then performed upon the patient being stabilized. A set-up shot was obtained of the rca that demonstrated evidence of thrombosis in the proximal portion, then 100% occlusion of the rca. A high-tip floppy guide wire with a 3.0 balloon catheter was then delivered into the rca. Just prior to engagement into the lesion the patient went into ventricular fibrillation and tachycardia again and countershock was then performed and the patient came back to sinus bradycardia. The balloon was then delivered and multiple dilatations were performed. There was evidence of distal flow at that point briefly. However, after two or three minutes the entire vessel occluded again. Again multiple dilatations were performed; however, in spite of that there was still total occlusion. A diver aspiration catheter was then advanced and used for aspiration artherectomy. There was a small amount of thrombus aspirated. However, the vessel continued to have no significant patency. A balloon catheter was then used and multiple dilatations were performed. At this point there was still no patency and therefore an intravesical ultrasonography catheter was delivered into the vessel and a pull back of the transducer was then performed and this demonstrated the proximal rca to be filled with thrombus and with thrombus wrapping around the catheter itself. Therefore, an angiomax was discontinued at this point and switched over to reopro. In spite of that there was still no patency. After close to 2 1/2 hours of pci it is felt that ptca would not be of any help at this point. The concern was is there any proximal dissection, although in the intravascular ultrasound there is no obvious evidence of that. A proximal stent was then placed into the rca. This was again without success in terms of establishing patency. The patient was too high of a risk for bypass, and this was discussed with the family. Given no surgery is to be performed at this point a temporary pacemaker when then placed. An intra-aortic balloon pump (iabp) was also placed. The patient will be maintained on the iabp and dopamine for blood pressure support. No surgery is to be performed at this point. The patient will be maintained on low-dose heparin, but will discontinue angiomax and discontinue reopro, given the fact that the patient's rca is already completely occluded. No additional event or patient information is available.